Manufacturer narrative:
The patient experienced an adverse event with the same device lot number on (B)(6) 2019. The event is documented in MFR report # 3003464075-2019-00065. The patient experienced an adverse event with the same device lot number on (B)(6) 2019. The event is documented in MFR report # 3003464075-2019-00066. The patient experienced an adverse event with the same device lot number on (B)(6) 2019. The event is documented in MFR report # 3003464075-2019-00068. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatability has been established.

Event description:
A report was received on 18 nov 2019 from the nurse of a (B)(6) female with a medical history of becoming symptomatic during hemodialysis treatments, stating the patient experienced a hypersensitivity type reaction 15 minutes into their third hemodialysis treatment using the nxstage system on (B)(6) 2019. Symptoms included hypotension (75/40), dizziness, nausea, headache, and temporary loss of hearing. A 400 ml saline bolus was administered, therapy continued and the patient recovered without sequelae.